Event description:
A physician called in to the call center stating that a patient is complaining since implantation of the enterra 2 pace maker. They feel their symptoms have worsened, not saying its the machine but we need to see if it can be adjusted by turning it down or shutting it off.

Manufacturer narrative:
Dr called and shared that after powering off the stimulator the patient was not having issues. He also noted that he does not believe the issue was from the stimulator and that the patient has left to another provider.